Event description:
It was reported that the c-arm was rotating past the desired position and rotating uncommanded. No injury reported. A field engineer was dispatched to the site and determined the rotation switch needed to be repositioned. Once this was completed the system was working as intended.